Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. D19864-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included pregnancy in 2009, spontaneous abortion in 2009, d & c, orthopedic procedure, hand injury, rash trunk, yeast infection of the skin, dysuria, hip bursitis and grand multiparity. Concurrent conditions included overweight, psoriasis, vaginitis bacterial, pain in hip, obesity, vitamin b12 deficiency and vitamin d deficiency. Concomitant products included adalimumab (humira) from 2016 to 2019 for psoriasis as well as ibuprofen and oxycodone. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain ("back pain") and pain in extremity ("legs pain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine / headache"), weight fluctuation ("weight gain, weight loss\both gain and loss"), anaemia ("other: anemia"), mobility decreased ("limited mobility"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced amnesia ("nuero condit/problem:memory loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hysterectomy (full),bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, hypersensitivity, migraine, weight fluctuation, anaemia, mobility decreased, vaginal haemorrhage, menorrhagia, back pain and pain in extremity had resolved, the abdominal pain and amnesia outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, amnesia, anaemia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, mobility decreased, pain in extremity, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, general abnormal bleeding, migraine, nuero condit/problem, weight gain, weight loss, other: anemia, limited mobility. Current weight: 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Computerised tomogram head - on an unknown date: impression: unremarkable CT brain.. Pathology test - on (B)(6) 2013: hgb 7.9 [11.0-14.5 gm/dl] hct 27.6 [34.5-44.0 %]. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache., menorrhagia, pelvic pain, dysmenorrhea, dyspareunia and anemia. Batch number : d19864 is not valid. Most recent follow-up information incorporated above includes: on 1-nov-2019: update of information (batch is not valid) on 18-oct-2019: pfs+mr received. Concomitant drugs and concomitant conditions, reporters were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy: other"), migraine ("migraine"), nervous system disorder ("nuero condit/problem"), weight fluctuation ("weight gain, weight loss"), anaemia ("other: anemia") and mobility decreased ("limited mobility"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, migraine, nervous system disorder, weight fluctuation, anaemia and mobility decreased outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, anaemia, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, migraine, mobility decreased, nervous system disorder, pelvic pain and weight fluctuation to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, general abnormal bleeding, migraine, nuero condit/problem, weight gain, weight loss, other: anemia, limited mobility. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: this case was become incident. Event injury was updated as dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, general abnormal bleeding, allergy: other, migraine, nuero condit/problem, weight gain, weight loss, other: anemia, limited mobility, plaintiff did not undergone essure confirmation test. Patient date of birth added. Iud removal date was added. Reporter causality comment was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 35-year-old female patient who had essure (batch no. D19864-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included multigravida in 2009, spontaneous abortion in 2009, d & c, orthopedic procedure, hand injury, rash trunk, yeast infection of the skin, dysuria, hip bursitis and grand multiparity. Concurrent conditions included overweight, psoriasis, vaginitis bacterial, pain in hip, obesity, vitamin b12 deficiency and vitamin d deficiency. Concomitant products included adalimumab (humira) from 2016 to 2019 for psoriasis as well as ibuprofen and oxycodone. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain ("back pain") and pain in extremity ("legs pain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine / headache"), weight fluctuation ("weight gain, weight loss\both gain and loss"), anaemia ("other: anemia"), mobility decreased ("limited mobility"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced amnesia ("nuero condit/problem:memory loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other") and polymenorrhoea ("frequent mense"). The patient was treated with surgery (hysterectomy (full),bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, hypersensitivity, migraine, weight fluctuation, anaemia, mobility decreased, vaginal haemorrhage, menorrhagia, back pain and pain in extremity had resolved, the abdominal pain, amnesia and polymenorrhoea outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, amnesia, anaemia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, mobility decreased, pain in extremity, pelvic pain, polymenorrhoea, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, general abnormal bleeding, migraine, nuero condit/problem, weight gain, weight loss, other: anemia, limited mobility. Current weight: 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Computerised tomogram head - on an unknown date: impression: unremarkable CT brain.. Pathology test - on (B)(6) 2013: hgb 7.9 [11.0-14.5 gm/dl] hct 27.6 [34.5-44.0 %]. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache., menorrhagia, pelvic pain, dysmenorrhea, dyspareunia and anemia. Lot no. D19864 is not valid . Batch number : d19864 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. D19864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". Concomitant products included adalimumab (humira) from 2016 to 2019 for psoriasis. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain ("back pain") and pain in extremity ("legs pain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine / headache"), weight fluctuation ("weight gain, weight loss\both gain and loss"), anaemia ("other: anemia"), mobility decreased ("limited mobility"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced amnesia ("nuero condit/problem:memory loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hysterectomy (full),bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, hypersensitivity, migraine, weight fluctuation, anaemia, mobility decreased, vaginal haemorrhage, menorrhagia, back pain and pain in extremity had resolved, the abdominal pain and amnesia outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, amnesia, anaemia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, mobility decreased, pain in extremity, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, general abnormal bleeding, migraine, nuero condit/problem, weight gain, weight loss, other: anemia, limited mobility. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache., menorrhagia, pelvic pain, dysmenorrhea, dyspareunia and anemia. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and mr received- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), back pain and legs pain were added. Updated neurological disorder into memory loss. Reporter and patient demography added. Medical history, lot number and concomitant drug were added we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 35-year-old female patient who had essure (batch no. D19864-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included multigravida in 2009, spontaneous abortion in 2009, d & c, orthopedic procedure, hand injury, rash trunk, yeast infection of the skin, dysuria, hip bursitis and grand multiparity. Concurrent conditions included overweight, psoriasis, vaginitis bacterial, pain in hip, obesity, vitamin b12 deficiency and vitamin d deficiency. Concomitant products included adalimumab (humira) from 2016 to 2019 for psoriasis as well as ibuprofen and oxycodone. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain ("back pain") and pain in extremity ("legs pain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine / headache"), weight fluctuation ("weight gain, weight loss\both gain and loss"), anaemia ("other: anemia"), mobility decreased ("limited mobility"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced amnesia ("nuero condition/problem:memory loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other") and polymenorrhoea ("frequent mense"). The patient was treated with surgery (hysterectomy (full),bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, hypersensitivity, migraine, weight fluctuation, anaemia, mobility decreased, vaginal haemorrhage, menorrhagia, back pain and pain in extremity had resolved, the abdominal pain, amnesia and polymenorrhoea outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, amnesia, anaemia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, mobility decreased, pain in extremity, pelvic pain, polymenorrhoea, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, general abnormal bleeding, migraine, nuero condition/problem, weight gain, weight loss, other: anemia, limited mobility. Current weight: 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Computerised tomogram head - on an unknown date: impression: unremarkable CT brain.. Pathology test - on (B)(6) 2013: hgb 7.9 [11.0-14.5 gm/dl] hct 27.6 [34.5-44.0 %]. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache., menorrhagia, pelvic pain, dysmenorrhea, dyspareunia and anemia. Batch number : d19864 is not valid. Most recent follow-up information incorporated above includes: on 2-sep-2020: pif received event " frequent menses" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.